Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after powering on, the display on a 980 ventilator went blank. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to an electronic component (u8) on the pcb. If information is provided in the future, a supplemental report will be issued.